Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:654:0000 was confirmed during review of the event history log review. The assignable cause was a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of a 550:320:654:0000 failure code. This condition had the potential to cause an interruption of delivery. This event was found during product evaluation. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information was available.